Event description:
The customer's father reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 32 mg/dl at the time of incident. The customer was treated with juice for their blood glucose. The father also reported possible over-delivery of insulin to the customer. The father observed insulin trickling out of the infusion set. The customer did not wear the insulin pump through a high magnetic field. The father was advised to monitor the customer's blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.